Event description:
It was reported that the pt experienced three occurrences of severe bleeding upon urination post transurethral microwave treatment (tumt) procedure. The first incident of severe bleeding occurred a couple of weeks after the procedure. The pt described "severe" bleeding to mean bright red blood noted upon urination. The pt was prescribed an antibiotic (macrobid) for the bleeding and a potential infection, and the bleeding resolved over time. Three to four months post tumt procedure, the pt experienced severe bleeding a second time and was prescribed the same antibiotic. The bleeding resolved until (B)(6) 2010 when the pt experienced severe bleeding a third time. The pt was prescribed the same antibiotic again and reported that the amount of blood in his urine had decreased at the time of this report. The treatment was completed using a prostatron system. There is no further device info available, as the pt's physician has since retired.

Manufacturer narrative:
No devices have been returned, therefore, no direct product analysis is available. We were unable to obtain info on the pt or the treatment as the physician has since retired. No further info about the event could be obtained, as the physician could not be contacted.